Manufacturer narrative:
Product event summary: product ID# 5076-45 - the full lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead indicated stretching.

Event description:
It was reported that an infection occurred and there was vegetation on the leads visible by echo. The implantable pulse generator system was explanted and the patient is on antibiotic therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2012; addrl1 implantable pulse generator (ipg): (B)(6) 2012. (B)(4).